Event description:
It was reported that the patient experienced increased charge burden. The patient underwent an ipg replacement procedure wherein an MRI (magnetic resonance imaging) device was implanted. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023.